Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pregnancy with contraceptive device ('birth- no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), headache ("headache"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, menorrhagia, psychological trauma, headache, weight increased, hormone level abnormal, vaginal infection, vaginal haemorrhage and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: reported : date of insertion:- (B)(6) 2010 & (B)(6) 2010 (noted discrepancy). Insertion details:- right tube had three coils showing. Left tube had 3 coils showing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and mr received. Reporter information added. Event: migraines/headaches, abnormal bleeding (vaginal) added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pregnancy with contraceptive device ('birth- no complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), headache ("headache") and vaginal infection ("vaginal infection"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, menorrhagia, psychological trauma, headache, weight increased, hormone level abnormal and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-sep-2019: initial and fu process together : pfs received : events- "pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), birth-no complication, fallopian tube perforation, vaginal infection, headache, psych injury, weight gain, hormonal changed, she did not underwent essure confirmation test, device ineffective" added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.